Manufacturer narrative:
(B)(4).

Event description:
The pt's spasticity started to get worse about 6 months ago. It was determined that the catheter was blocked and a revision was needed. The pt was looking for another physician as he had dismissed his current physician. Additional info has been requested. A follow-up report will be sent if additional info becomes available.